Manufacturer narrative:
Concomitant medical products: pb1018 transcatheter valve, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine changeout procedure low impedance, intermittent sensing, noise, no capture and a possible insulation issue were noted on the right atrial (ra) lead. The lead could not be explanted and was inactivated. No patient complications have been reported as a result of this event.